Event description:
It was reported that the arthroplasty was revised due to periprosthetic fracture. The components were implanted in situ for ~0.3 y. The acetabular liner, femoral head, and femoral stem components were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 6g/l modular femoral stem. It was noted that the devices would not be returned for evaluation because they were retained by the drexel implant research center. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving an abg ii modular stem was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no other reported events for the reported lot. The exact cause of this event could not be determined based on the information available. It was reported that the patient sustained a fall and a very complicated periprosthetic femur fracture. Its possible that the fracture was caused by the fall, however further information such as pre and post operative x-rays as patient history and follow up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the arthroplasty was revised due to periprosthetic fracture. The components were implanted in situ for ~0.3 y the acetabular liner, femoral head, and femoral stem components were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 6.